Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: a visual examination of the stent found that the proximal end of the stent was damaged. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20 dec 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery and was 38mm long with vessel diameter of 2.75mm. A 2.75x38mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.